Event description:
It was reported that during a cslp procedure, the handle of the self-retaining driver broke while the surgeon was inserting the screw. He was able to use a different driver to complete the procedure. There was nothing broken in the wound, and therefore nothing to retrieve. Consultant has device to return. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records showed that the drawing in place at the time of mfg (387282 rev a) list the raw materials as 440a for the shaft, 303 or 304 for the pin and phenolic for the handle and end-cap. Review of supplier certificate shows that shaft was 440a and heat treated to the correct hrc value. The material for the pin in only identified as stainless steel. The material for the handle and end-cap were identified as phenolic. (B)(4). The supplier originally did not send in the heat treat certification. However, the cert was obtained and the heat treat was found to be conforming. Review of the device history records showed that there were no additional issues found during inspection; however the part raw material could not be fully verified. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)